Event description:
The customer observed falsely decreased sodium and potassium results generated on alinity c processing module for multiple patients. The result provided were: on (B)(6) 2025 sid (B)(6) : 70yrs old female: potassium initial=1.2 mmol/l /repeated=4.4 mmol/l on (B)(6) 2025 sid (B)(6): 58yrs old male: sodium initial =113 mmol/l /repeated on both analyzers=142 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l; potassium=3.5 to 5.1 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the module and found the 1ml syringe (09d41-03) was leaking. The fsr replaced the 1ml syringes (09d41-03) which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history was performed and no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data associated with the 1ml syringe did not identify an increase in complaint activity. A review of this data did not identify increased complaint activity for the alinity c processing module or the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement the 1ml syringe. A labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6) or the 1ml syringe.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6)and (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium and potassium results generated on alinity c processing module for multiple patients. The result provided were: on (B)(6) 2025 sid (B)(6): 70 yrs old female: potassium initial=1.2 mmol/l /repeated=4.4 mmol/l on (B)(6) 2025 sid (B)(6): 58 yrs old male: sodium initial =113 mmol/l /repeated on both analyzers=142 mmol/l laboratory reference range for sodium=136 to 145 mmol/l; potassium=3.5 to 5.1 mmol/l there was no reported impact to patient management.